Manufacturer narrative:
A temporal relationship exists between hemodialysis therapy with the fresenius 2008 t machine and the patient¿s shortness of breath resulting in hospital admission. Currently, there is no allegation that the fresenius 2008 t machine had had any issues/involvement with this event. The patient had pre-existing pleural effusion and shortness of breath in the setting of pre-existing acute on chronic heart failure and pleural effusion. Based on all the information available, the hospitalization can be attributed to patient¿s pre-existing and complicated cardiopulmonary comorbid conditions and end stage renal disease. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event, it was discovered through review of medical records that this patient became short of breath during hemodialysis treatment requiring hospital admission with diagnosis of pleural effusion. In a call to a hemodialysis nurse, it was reported that the patient was receiving normally scheduled hemodialysis treatment with a fresenius 2008 t machine (serial number unknown). The nurse stated the patient did experience shortness of breath during hemodialysis but indicated that the symptom was due to pre-existing and complicated cardiac and pulmonary medical conditions which were present prior to treatment. The nurse stated the patient also complained of chest pain with the shortness of breath and that the dialysis treatment was ended after approximately 1 and ½ hours for patient to be sent to the hospital. The nurse reported that there were no issues with the patient¿s treatment or product. The nurse stated the hospitalization was completely unrelated to dialysis. Per medical records received, the patient had been having worsening dyspnea on exertion. The patient underwent a chest x-ray (on 12/nov/2024) which revealed cardiomegaly with vascular congestion and mild pulmonary interstitial edema consistent with volume overload and left pleural effusion and atelectasis. The patient has pre-existing congestive heart failure and noted pleural effusion from prior hospitalization. The patient¿s chest pain was reproducible on palpation and attributed to previous CPR (from prior hospitalization investigated in c-1286776). The patient required thoracentesis (on 13/nov/2024) with removal of 1100ml fluid. The patient was on 2l oxygen and weaned as tolerated. The patient also received hemodialysis in the hospital on 14/nov/2024. It was recorded the patient was able to achieve room air and can ambulate without becoming winded. The patient was discharged from the hospital on 15/nov/2024.

Event description:
During follow-up for a separate event, it was discovered through review of medical records that this patient became short of breath during hemodialysis treatment requiring hospital admission with diagnosis of pleural effusion. In a call to a hemodialysis nurse, it was reported that the patient was receiving normally scheduled hemodialysis treatment with a fresenius 2008 t machine (serial number unknown). The nurse stated the patient did experience shortness of breath during hemodialysis but indicated that the symptom was due to pre-existing and complicated cardiac and pulmonary medical conditions which were present prior to treatment. The nurse stated the patient also complained of chest pain with the shortness of breath and that the dialysis treatment was ended after approximately 1 and ½ hours for patient to be sent to the hospital. The nurse reported that there were no issues with the patient¿s treatment or product. The nurse stated the hospitalization was completely unrelated to dialysis. Per medical records received, the patient had been having worsening dyspnea on exertion. The patient underwent a chest x-ray (on (B)(6) 2024) which revealed cardiomegaly with vascular congestion and mild pulmonary interstitial edema consistent with volume overload and left pleural effusion and atelectasis. The patient has pre-existing congestive heart failure and noted pleural effusion from prior hospitalization. The patient¿s chest pain was reproducible on palpation and attributed to previous CPR (from prior hospitalization investigated in (B)(4)). The patient required thoracentesis (on (B)(6) 2024) with removal of 1100ml fluid. The patient was on 2l oxygen and weaned as tolerated. The patient also received hemodialysis in the hospital on (B)(6) 2024. It was recorded the patient was able to achieve room air and can ambulate without becoming winded. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.